Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections were updated: ethnicity, date of report, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 04057 twenty two times as documented in the repair reports. The last repair was february 5, 2019 where it was reported that the device was producing an incomplete mesh and the stabilizer feet, roller gear, side plates, bearings, and comb were replaced. This is not a related issue. On may 16, 2019, it was reported that the unit had incomplete mesh on a previously recovered cadaver donor. The customer returned a skin graft mesher device, serial number 04057, for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1512324, and a 2:1 ratio cutter, serial number 1108006, for evaluation. Product review of the skin graft mesher on may 24, 2019 revealed that the roller, roller gear, and shoulder bolts were all damaged. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number 1512324, and the 2:1 ratio cutter, serial number 1108006 both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 24, 2019 which included replacement of the roller gear, roller, and shoulder bolts. Skin graft mesher, serial number 04057, was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh on a previously recovered cadaver donor. There was no harm and no delay reported. The event occurred during setup. No patient involvement. No adverse events were reported as a result of this malfunction.